Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device lot number 60000651 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small and blood leakage was confirmed and the hemostatic valve on the vizigo short was found to be dislodged. When a qdot micro catheter was inserted into the vizigo short, blood leakage was confirmed and the hemostatic valve on the vizigo short was found to be dislodged. The physician had inserted the catheter into the sheath with care as usual. The same issue occurred. Therefore, the sheath was replaced with a new one due to the defect. The issue was resolved, and the procedure was successfully completed. No adverse patient consequence was reported. Additional information was received which indicated that the hemostatic valve was broken/cracked. The sheath was being used on the patient, and no air entered the patient¿s body. A few drops of blood were noted; however, the exact amount is unknown.